Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Additionally, multiple minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer¿s blood glucose level was between 90-160mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.